Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/13/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The bolus button cover and plug were observed to be detached from the pump, exposing the key contact. Contamination was found on the internal bolus button components. Unrelated to the complaint, a failed electrical connection was found in the audible alarm circuit due to a cracked solder.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. The reporter alleged that the audio bolus button cover had fallen off and gave a delayed response when pressed. It could not be determined if the tactile changes occured prior to the damge to the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.